Event description:
(B)(4) is the initial importer of the device which is a knee walker. We have not received the product return at this time. It is with the service provider who rented this device. Consumer rented the device for use on her trip abroad. She could not put weight on her foot while it healed. While packing she pushed off with her good foot. The knee walker stopped moving as the wheels went out from underneath her. The top snapped off the device. The user fell forward and hit her collarbone. Xrays were taken by a doctor. She reported that she had 2 fractures of her right foot, a sprained knee and a bruised collarbone. She is looking for compensation. .